Event description:
After drawing vaccine, medical assistant realized that syringe was chipped around the area that connects to the needle. Standard syringe used is bd integra syringe with retracting bd precision glide needle. Syringe was not used to administer vaccine. However a dose of vaccine was wasted.